Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. The serial number of the device is unknown, therefore a device history review could not be performed.

Manufacturer narrative:
Based on the available information, it cannot be determined what may have caused the pt. To sustain respiratory arrest that lead to a fatal outcome. However, there is no documentation to support a causal relationship between fresenius product (s) and the event. There is no documentation that indicates the pt¿s respiratory failure/death occurred during a hd treatment with fresenius products while hospitalized. The pt. Was transitioned to hd therapy approximately 9 days prior the respiratory failure event on unknown hd products related to malfunction of pd catheter and incarcerated umbilical hernia. The pt. Was on antibiotic therapy (unknown duration during hospitalization) for leukocytosis. It is unknown if antibiotic therapy improved the pt¿s leukocytosis (last known as related to a uti) prior to death. The pt¿s health status prior to death is unknown as details surrounding the pt¿s hospitalization course between (B)(6) 2018 (when the pt. Underwent hernia surgery under general anesthesia) and the pt¿s respiratory failure/ death are also unknown. Documentation of chest x-ray results on (B)(6) 2018 (approximately 6 days prior to respiratory failure) indicates the pt. May have been developing pneumonia; although this is not confirmed at this time. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records received on an unrelated customer experience indicated that the patient expired. On (B)(6) 2018, this patient (pt.) With end stage renal disease (esrd) was brought to the hospital for drain complications related to the pt¿s blocked pd catheter (not a fresenius product) with concomitant abdominal pain. The pt. Was admitted to the hospital (same day) with evidence of leukocytosis and need for dialysis (due to pd catheter issue). During the hospitalization it was discovered the pt. Had an incarcerated umbilical hernia. The pt. Required a lengthy hospitalization and on (B)(6) 2018 had a right internal jugular (ij) hemodialysis catheter placed and was transitioned to hd therapy (unknown products) while in-patient (the pt. Was previously on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt); vintage unknown). On (B)(6) 2018, the pt. Underwent open umbilical hernia repair (under general anesthesia) and the pt¿s pd catheter (not a fresenius product) was removed. Furthermore, the pt. Was initiated on intravenous (IV) antibiotics for an incidental finding of a urinary tract infection (uti) (very early in hospital course). It appears to pt. Was continued on antibiotic therapy for unknown duration during this hospitalization. Additionally, on (B)(6) 2018 a pd effluent culture was performed indicating the presence of many wbc and growth gram positive cocci (gps) in pairs (organism not specified). There is no documentation contained in the medical records that the pt. Was diagnosed or treated specifically for a peritonitis event. Moreover, a chest x-ray (unknown date after (B)(6) 2018) was significant for hazy left lung opacification possibly suggestive of developing pneumonia. There is no documentation contained within the medical records received if the pt. Was in fact diagnosed or treated specifically for pneumonia. Subsequently, on (B)(6) 2018 (approximately 12 days into in-patient hospitalization) at 7:30 am the pt. Went into respiratory failure. Details of events leading up to the pt¿s respiratory failure event are unknown. The pt. Was intubated and received cardiopulmonary resuscitation (CPR). Critical care activities and CPR per american heart association (aha) guidelines were continued for approximately 30 minutes. Despite these efforts, the pt. Was not successfully resuscitated and ultimately expired. Specific details surrounding all resuscitation efforts are unavailable. Additionally, details of the pt¿s health status and hospitalization course between (B)(6) 2018 (when the pt. Underwent hernia surgery under general anesthesia) and the pt¿s death are unknown. There is no documentation contained in the medical records indicating when in relation to in-patient hd therapy (with unknown products) the pt¿s respiratory failure which lead to fatal outcome occurred. Hd treatment details through out hospitalization are also unknown.